Event description:
The customer observed false positive architect b-hcg results on one patient. The results provided were: initial= 50.0 iu/l (> or =25.00 iu/l=positive) /repeated=< 1.2 iu/l (< or =5.00 iu/l=negative) there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, accuracy testing of architect total b-hcg reagent lot 31141ud02. The ticket search determined that there is increased complaint activity for the likely cause lot. A review of complaints determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any adverse or non-statistical trend. Accuracy testing was performed with a retained kit of lot 31141ud02, which mimic patient samples, and all specifications were met indicating that the lot is performing acceptably. Historical performance of reagent lot 31141ud02 was evaluated using worldwide data from abbottlink. The median value of the negative patient population for the complaint lot is within the established limits and comparable to historical reagent lot performance. All field data demonstrating that the lot is performing as expected. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect total b-hcg reagent lot number 31141ud02. Further information provided on 26jul2022: updated section d4: product catalog number to 07k78-74, lot number 31141ud02 from list number 07k78-25, lot number 31141ud00 for architect total b-hcg reagent kit. Updated h4: device manufacturing date to 09/07/2021 from 09/06/2021.